Event description:
It was reported that a volume discrepancy occurred. The expected reservoir volume (erv) was 19 milliliters (ml) and the actual reservoir volume (arv) was 22.7 ml. The cause was reported as the following: the pump at the refill showed 22.7 ml had been dispersed and he should have had approximately 1 cc left for the alarm date at refill. It was unknown if any actions, testing or troubleshooting occurred. It was initially unknown if the patient experienced any symptoms. It was further provided that the physician was able to get 3-4 drops of medication out of the pump. He put saline in and was able to withdraw the same amount so he knew he was in the pump. The patient did not express any changes in pain or any adverse effect. At the time of the report the patient's status was reported as alive-no injury. The pump remains implanted at this time and the patient was to come in sooner for his next pump refill. However, the physician was concerned about the device malfunctioning. The same way it had the alarm date different he said it could change the rate of infusion too so that was his concern. This device system delivered morphine and clonidine. Additional information was requested to provide clarity of the details provided regarding the dispensed medication, volumes reported, and the alarm date reference. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n278365, implanted: (B)(6) 2011, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4) .

Event description:
Additional information received reported that the clinician programmer stated that 22.7mls had been dispensed since the patient's last refill. The refill date was supposed to be (B)(6) 2015 and the expected volume at that time should have been a couple mls. The patient had to be refilled on (B)(6) 2015 and at that time only a few drops were retrieved from the pump (logs show the estimated refill date as (B)(6) 2015; the low reservoir alarm occurred on (B)(6) 2015 at 05:27 and the empty pump alarm occurred on (B)(6) 2015 at 14:48). The patient was to be refilled again on (B)(6) 2015, in advance of the normal refill date. The healthcare provider (hcp) requested a manufacturer representative to be present at that refill. The hcp had instructed the patient to self-monitor for any symptoms until the appointment. At the (B)(6) 2015 appointment, the pump was interrogated that the logs were reviewed. It was confirmed that the refill date in (B)(6) was (B)(6) 2015, instead of the previously stated date of (B)(6) 2015. The refill was stated to be uneventful. The residual volume matched the expected and the patient was getting effective therapy. The patient recovered without permanent impairment.